Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 423 mg/dl. The customer treated the high blood glucose readings with a manual injection. The customer stated that she was mountain biking and had the pump clipped into her sports bra with he keypad against her skin. Customer was advised to discontinue use of the device and to revert to a backup plan.